Event description:
It was reported that right ventricular (rv) lead exhibited lead noise and myocardial noise. The programming changes were made and the patient continued to be monitored. The patient was stable throughout.